Event description:
(B)(6) and evidently many other pharmacies use a parata systems machine to dispense and label common drugs. The labels fade away within a short time so that drug name, dosage and prescript # are no longer readable. I complained but got no satisfaction. The only recourse is to request that the label be covered with tape each time a prescription is filled. The obvious dangers include patients not being able to differentiate between pills, taking the wrong pills at the wrong times, taking multiple doses etc etc. The elderly are particularly at risk!! These machines are everywhere and the risk is enormous! Many drugs look alike. So how many hundreds of thousands of people are out there who may be taking over-dosages, or skipping important meds because they can't read their labels? Dates of use: 2009 to present. Diagnosis or reason for use: prescription drug purchases.